Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 1:00 am, while sitting and watching a movie, the patient experienced sudden visual disturbance described as ¿looking into a flashlight,¿ along with loss of balance, vomiting, slurred speech, unsteady gait, and chest pain. The cgm value at that time was not recalled. The patient¿s wife performed a fingerstick bg, which measured 500 mg/dl. Although the cgm value could not be recalled, the reporter was alleging a cgm inaccuracy. No treatment was administered at home, and emergency services were contacted. During transport, a repeat fingerstick bg measured 700 mg/dl, and the patient was initiated on IV fluid treatment. Upon arrival at the hospital, bg was reported to be approximately 725¿730 mg/dl; corresponding cgm values at that time were not provided. The patient stated that appropriate treatment was administered at the hospital but was unable to recall specific details due to his condition. The patient was discharged on (B)(6) 2026. It was noted that the patient was connected to a beta bionics ilet insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.